Event description:
Failed coil devices/did not deploy: ref# nv-3-8-helix, lot# 224516769 exp. [Redacted date]. The second failed device: ref#nv-2-8-helix, lot# 224425714. Both are concerto detachable coil system made by ev3. Manufacturer response for device, vascular, for promoting embolization, concerto detachable coil system (per site reporter) [redacted name] from medtronic picked up the defective concerto coils and replaced them with new coils. [Redacted date].